Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # 11-363661, head, lot # 439230, item # 01000780, liner, lot # 6014189, item # 01000664, shell, lot # 6028983. Multiple reports are being submitted for this even. Please see associated reports: 0001825034-2018-04459, 0001825034-2018-04467, 0001825034-2018-04464.

Event description:
It was reported that a patient has been experiencing pain for approximately 1 year post implantation. Tested negative for infection. Lab work for metal allergy being discussed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.